Event description:
It was reported that the cartridge was not fitting properly on the pump, which prevented it from snapping into place. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer removed the pump case, removed an o-ring from the pneumatic tap area, cleaned the area using an alcohol wipe or lint-free cloth, and successfully reloaded the cartridge, allowing them to resume insulin therapy.